Manufacturer narrative:
(B)(4). A device was not returned to baxter for evaluation and therefore an eval could not be completed. If a device is returned, a eval will be completed and a supplemental report will be submitted.

Event description:
It was reported a customer was seeing issues with upstream occlusions with an unk spectrum infusion pump. Any pt involvement, injury or medical intervention is unk.